Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 6.0 inr/4.5 inr patient's coumadin dose was held for 2 days based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.